Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the compact air drive device was making a noise of ¿scrap metal¿ when turning. During service and evaluation, it was noted that the device was generally worn out. It was noted that the device had a general condition of default. It was also noted that the device failed pre-repair diagnostic tests for attachment coupling assessment, attachment coupling with attachments assessment, air leak, untrue running, and the power with test bench. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: please note that the date received by manufacturer was inadvertently reported as (B)(6) 2016 in the previous supplemental medwatch report. The correct date is (B)(6) 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.